Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08418. It was reported that the patient experienced ineffective therapy. Reportedly, it was noticed that while replacing the ipg (related manufacturer reference number 3006705815-2019-02782), one of the leads had migrated from t8 to t10. The lead was repositioned and secured during the ipg replacement. Effective therapy was restored post operatively. It is unknown which lead migrated and both will be reported.